Event description:
It was reported that the customer received an off no power alarm while priming/rewinding his insulin pump. His blood glucose level was not reported. After changing the battery the insulin pump had a blank display. The customer did not receive a low battery alert prior to the off no power alert. He received a battery out limit alarm on his back up insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.